Event description:
The pump was to infuse at 40 ml/hr, however, 1 hr and 20 mins later the pt received 250 ml/hr. No pt injury was reported. The hosp biomed dept evaluated the pump and reortedly replaced a door pin. No add'l info was received.